Event description:
It was reported that the unit does not function, missing top case sticker, knob, and knob cap. No patient involvement or patient injury were reported.

Manufacturer narrative:
Other, other text: no product was returned for investigation. If smiths medial received the product the investigation will be reopened.